Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump didn't alarm when the dose was done. Mmdg did follow up with the initial reporter who stated that they did not check the pump settings to see if the dose done alarm was muted. They did not report any adverse effects due to the complaint. [(B)(6).]

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump didn't alarm when the dose was done. Mmdg did follow up with the initial reporter who stated that they did not check the pump settings to see if the dose done alarm was muted. They did not report any adverse effects due to the complaint. [Complaint-(B)(4)].